Manufacturer narrative:
Doctor's notes received. There is no confirmed reported history of infection related to our product. We are unable to confirm if the reported infection was caused by our device.

Event description:
Patient's daughter contacted us that her father was treated for a uti with antibiotics, while using our product. Doctor's notes were requested, but we initially received prior notes indicating patient used a different type of catheter. Notes also indicate recurrent uti's and hospitalizations. Notes were received on 5/6/2019 for a hospitalization on (B)(6) 2019. Patient was admitted due to him requiring IV antibiotics for uti. Notes from the hospital doctor mention urinary tract infection with esbl, urinary incontinence and neurogenic bladder with external catheter, prior history of uti's, and that home health services such as nursing and therapy are "medically necessary".